Manufacturer narrative:
UDI: (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to vascular trauma.

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Touch-up ballooning was performed using a reliant balloon catheter. Intra-operative angiography reportedly showed a dissection at the proximal edge of the trunk-ipsilateral leg component (rlt261412j/13964264). An aortic extender component was implanted to repair the dissection, and a bare metal stent was implanted in the right renal artery to maintain blood flow. The procedure was concluded with no other reported issues. The patient tolerated the procedure.

Manufacturer narrative:
Additional event information received: it was reported by the physician that there was significant calcification at the proximal infrarenal aortic neck. The physician stated that ballooning at the calcification most likely contributed to the dissection. Per the gore® excluder® aaa endoprosthesis instructions for use, considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.